Manufacturer narrative:
An event with patient effects of pain, hypotension, pericardial effusion, cardiac tamponade, and atrial fibrillation was reported. A cine review concluded that pre-implant CT of left atrial appendage (laa) and pulmonary artery (pa) measurements and post implant CT of amulet are provided. Fluro of final device release and implant are also available. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported pain, hypotension, pericardial effusion, cardiac tamponade, and atrial fibrillation could not be determined. Unexpected medical interventions and a prolonged hospitalization was a result of case-specific circumstances, as pericardiocentesis was performed and medication was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) catalyst ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a 12f amplatzer amulet delivery sheath. The laa depth was 28mm and the laa measuring for amulet device sizing was performed by cardiac computed tomography (CT). The shape of the appendage was chicken wing. During procedure, the left atrial pressure was 15mmhg, atrial rhythm was atrial fibrillation (af) and the activated clotting l(act) levels were 301s, heparin was given. There was no pericardial effusion was present prior to procedure. The amulet was successfully implanted. Post procedure, the patient had jaw and facial pain and kept for longer observation. The patient went acutely hypotensive and attended by critical care unit (ccu) team. Phenylephrine was administrated. The urgent echocardiogram (echo) showed pericardial effusion (pe) and a pericardiocentesis performed. A 50mml bloody fluid was removed from pericardium. A cardiac tamponade was also present. After pericardiocentesis, a residual pe was present with evidence of raised intracardiac pressure. The patient required prolonged hospitalization.